Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use when the issue occurred. It was reported that the system was unable to bring up . Upon troubleshooting, service engineer found that the host computer has a checksum error, fse found that the bios battery on the sbc pcb was causing the issue.to resolve this issue, the philips field service engineer replaced bios battery. After replacement, the system was returned to use in good working order. But this case has been cancelled as the required actions are being taken in case ID (B)(4). The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm.